Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading is 259 mg/dl. Treated with insulin pump. The blood glucose reading at the time of the event was 535 mg/dl. Customer was vomiting. Customer was admitted to ICU. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date correct, programming is correct. High pressure test passed. Nothing further reported.